Event description:
Event description cpi received information that after an induction the implantable cardioverter defibrillator (ICD) and chronic lead system did not covert the patient's ventricular fibrillation with three shocks and the patient had to be rescued externally. Lead impedance measurements had increased significantly. The ICD was removed and the lead system was capped and replaced.